Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during product analysis. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bowel surgery, the stapler was very sluggish and it cannot be closed all the way through. They stapled and cut as far as it was possible. The white flag interlock was not engaged. They used another stapler to complete the case. There was no patient injury.